Manufacturer narrative:
Complaint conclusion: as reported by the legal department, a patient underwent placement of a trapease vena cava filter on or about (B)(6) 2013. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of her ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The reported vessel perforation could not be confirmed without films for review. Given the limited information available for review at this time, the exact cause and clinical factors that may have contributed to the perforation could not be determined. Perforation of the vana cava vessel wall is a well-known complication of ivc filters and is listed in the instructions for use as a procedural and long-term complication. Perforation of the vessel wall does not represent a device malfunction. There is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of a trapease vena cava filter on or about (B)(6) 2013. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, recurrent deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages.